Event description:
(B)(4). It was reported that worsening coronary artery disease (cad) occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, the index procedure was performed. The target lesion #1 was an restenotic lesion of an unspecified drug eluting stent located in the proximal saphenous vein graft (svg) to 1st obtuse marginal (om) with 70% stenosis and was 8mm long with a reference vessel diameter of 4.0mm. The lesion was treated with direct stent placement using a 4.00 mm x 12 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in the left main coronary artery (lmca) with 70% stenosis and was 14 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with direct stent placement using a 4.00 mm x 16 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was diagnosed with worsening of coronary artery disease and the patient was hospitalized. No intervention was performed to treat the cad. The event was considered recovered and not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that worsening coronary artery disease was due to severe restenosis of the previously placed 4.00 mm x 12 mm ion¿ stent in the saphenous vein graft (svg) to obtuse marginal (om) branch. On an unspecified date in 2014, the subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).